Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: evaluation revealed that the keypad cover was peeling off the pump. All of the keypad buttons responded appropriately during testing. The keypad was removed and contamination was found under all buttons. Evaluation also revealed a cracked battery compartment and stripped battery cap threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button key contacts, a cracked battery compartment and damaged battery cap. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.